Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Issue occurred on a previous day, so no troubleshooting could be performed.